Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: g2: report source: removed "consumer" and added "company representative". Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Helix mechanism testing could not be performed due to the presence of dried blood in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. No additional adverse patient effects were reported.